Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, following an open procedure, the device was applied for skin closure. Post-operatively, patient¿s wound was leaking wherein medical intervention was needed.